Manufacturer narrative:
(B)(4). Returned for investigation was a battery. The sample was returned in a brown cardboard shipping box with protective packaging. Visual inspection of the battery was performed. The battery was not-ed swollen. A device history record (DHR) review was conducted for the serial and lot numbers with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "pump "shutting down" when it was unplugged from ac power" is con-firmed. The returned battery was found to be swollen. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged battery. The most probable root cause of the com-plaint is supplier related. This will be monitored for any developing trends.

Event description:
It is reported "pump "shut down" when unplugged to transport to the ICU. The pump was promptly replaced with a backup unit, which operated normally". No patient injury or consequence reported. The patient current condition is "fine".

Event description:
It is reported "pump "shut down" when unplugged to transport to the ICU. The pump was promptly replaced with a backup unit, which operated normally". No patient injury or consequence reported. The patient current condition is "fine".

Manufacturer narrative:
(B)(4)